Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the left aca a1 wide-neck aneurysm procedure, the stent (subject device) got stuck at the tail end of the microcatheter resulting in the stent (subject device) detaching prematurely within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the left aca a1 wide-neck aneurysm procedure, the stent (subject device) got stuck at the tail end of the microcatheter resulting in the stent (subject device) detaching prematurely within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached ¿ updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the stent was seen to be deployed and deformed. The sdw (stent delivery wire) and introducer sheath were not returned. Functional inspection was not carried out as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event stent deployed prematurely during use was confirmed during analysis. The reported event of stent difficult/unable to advance or pullback through catheter could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Addition information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis. The stent was returned in the condition of deployed and deformed. The sdw and the introducer sheath was not returned for device analysis. It¿s likely when the reported resistance was felt while attempting to transfer the device through the catheter, manipulation of the device would have caused the damage noted to the stent and the subsequent premature deployment. The as reported events of stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use as well as the as analyzed events of stent deployed prematurely during use and stent deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.